Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was not within line of sight of the pump. Customer re-positioned the transmitter and the pump within range. The transmitter and pump regained connection. No additional patient information was available.